Event description:
The customer stated that they have a set of 0.8% selectogen screening cells where cell #1 is showing signs of "browning" of cells and cell #2 looks normal (red). The reagent was put into use with the ortho provue analyzer in november 2004 adn the discoloration was noticed five days later.